Manufacturer narrative:
The laparoscopic biclamp (including the insert and screw) was inspected (note: the involved electrosurgical unit was also checked. It was functioning properly, within specification, and not a factor in the event.). All parts of the accessory were present. However, the device showed signs of significant wear and the coating on the branches was damaged. Additionally, the insulation and the metal branches were severely damaged (note: the branches were bent.). The spot weld was present but not intact at the fastening screw location. It appears that the damaged spot weld was caused by a mechanical stress (e.g., levering or torsion) resulting from an unintended use of the device. However, the exact cause of the weld and screw coming apart is unknown. Finally, no material or manufacturing defect was evident. In the device's notes on use, it is stated that no excessive levering or exerting excessive forces on the instrument must be done, the product must be checked for damage before each use. Damaged/worn out instruments must not be used. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with an erbe laparoscopic biclamp during a procedure (note: the information regarding the specific interventional work was not provided.). The accessory was being used with an erbe electrosurgical unit (esu). Specific information regarding the esu's settings and other devices used was not provided. During the procedure, the fastening screw in the joint area was loose and then broke-off from the biclamp laparoscopic fenestrated insert (part number 20195-148, lot number 703162). The screw was recovered from the surgical site. We were not made aware of any patient injury as a result of the instrument issue.